Manufacturer narrative:
The company service rep examined the system and verified the reported error code. The error code was listed multiple times in the system log. He replaced the communication and power cables to the front panel. Investigation, including root cause analysis is in progress.

Event description:
The customer reported that during a procedure, an error code displayed and would not clear. The system was rebooted, but it did not resolve the problem. The doctor was not able to perform all of the procedures that he wanted to do during the surgery.